Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the device would start to power up and then power off., which was reproduced. The cause was determined to be a seized motor. The motor assembly was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device randomly turns off. There was no patient involvement.